Manufacturer narrative:
The reported event of failure to remove from header was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. The lead was able to be inserted and removed into the implantable cardioverter defibrillator without difficulties. Dimensional analysis found the diameters of the connector pin, connector ring electrodes and the connector seal zones were found to be within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Electrical test and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
During a procedure on (B)(6) 2026, it was reported that the physician had difficulties removing the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD). The ICD and rv lead were not used and a new ICD and rv lead were successfully implanted. The patient was discharged following the procedure.

Manufacturer narrative:
B5 - describe event or problem should have been "during a procedure on (B)(6) 2026, it was reported that the physician had difficulties removing the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD). The ICD was explanted, the rv lead was not used, and a new ICD and rv lead were successfully implanted. The patient was discharged following the procedure." Rather than "during a procedure on (B)(6) 2026, it was reported that the physician had difficulties removing the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD). The ICD and rv lead were not used and a new ICD and rv lead were successfully implanted. The patient was discharged following the procedure."

Event description:
During a procedure on (B)(6) 2026, it was reported that the physician had difficulties removing the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD). The ICD was explanted and the rv lead was not used and a new ICD and rv lead were successfully implanted. The patient was discharged following the procedure.